Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 462 mg/dl at the time of incident. Customer stated that they came with high blood glucose with black display and pump was not responsive. They also stated crack along the reservoir compartment, moisture was visible behind display and moisture in the reservoir compartment. Customer treated with insulin pump. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was monitored and no blank display during testing. No moisture damage found inside the pump. The device was received with cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.